Manufacturer narrative:
Reference record 2189002. It is unknown if the device involved in the event was removed and discarded or is still in place; therefore, a return sample evaluation is unable to be performed. Catalog number in is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome, and stoma site infection are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was hospitalized and diagnosed with bilateral bronchitis. Unknown testing was performed which revealed buried bumper syndrome, and an infection related to the gastric tube. The patient was treated with IV augmentin 3 times per day and fluid therapy for 24 hours.